Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they since (B)(6) 2016 are experiencing a lot of pain at the implantable neurostimulator (ins) site, and feel as though the ins has moved. It was stated that it also feels weird when the patient urinates, and that it is a weird sensation like cramps as of (B)(6) 2016. There were no falls or trauma related to this issue, nor any recent weight loss or gain. The patient will follow up with the healthcare provider (hcp) regarding this issue. Additional information received from the patient reported that there were no device issues as the patient had a kidney stone which was causing the adverse events. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.